Event description:
Report received of an over-delivery. The pump was programmed to delivery 50 units/100ml of heparin at a rate of 1ml/hr. The infusion was reportedly completed in 14 hours instead of the expected 100 hours. There was no reported adverse patient effect and no medical interventions were necessary. Though requested, no further information was available.